Event description:
Helix blocked/unable to advance or retract, attempted implant/not implanted/not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor distorted; (B) (4) full lead; defib conductor distorted; inner tubing kinked/buckled; deformation/fracture in 5cm prox section of the inner coil; extension problems.